Event description:
It was reported that during a procedure an arthroscopic shaver produced metal shavings. The procedure time was extended 20 to 30 minutes and the patient was administered additional anesthesia. It was reported that it "took a lot of irrigation to remove" the shavings. All visible shavings were removed. No patient injury was reported.

Manufacturer narrative:
The visual examination of the complaint device revealed galling marks on the distal end of the inner shaft and metal particulates on the rubber seal component of the outer shaft hub. The galling marks on the device indicate excessive lateral or "side loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent's instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.